Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their 3100a ventilator while on patient showed minimum and maximum map alarms are off by about 2cm. The patient was transferred to another unit and no harm was noted